Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00895 2029214-2019-00896. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pipeline flex with shield devices did not open during a procedure. The patient underwent embolization treatment for a posterior communicating artery aneurysm. The vessel tortuous was asked but unknown. It was reported that during the embolization of the aneurysm of the posterior communicating, a first pipeline 5x18 was used while the system was placed, the system was dropped causing the pipeline to be released earlier and not fully cover the aneurysm. It failed to open completely so it had to be manipulated with the help of a medtronic balloon. After one hour of manipulation the pipeline was opened. The physician determined that it was convenient to place another pipeline to finish covering the aneurysm, so this time it was supported by a medtronic intracranial support microcatheter, to prevent the fall of the system. The entire system was uploaded without any inconvenience, and began with the placement of the pipeline 5x20, however it never opened from the proximal part. It was manipulated until it was decided to withdraw completely once outside it was observed that pipeline was damaged. There were no reports of patient injury in association with this event.